Manufacturer narrative:
Investigation summary: the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline. The device did not function as intended for both the functions and the device was sent to supplier for evaluation. The following evaluation is from the supplier: the initial customer complaint stated that the electrode was ¿defective¿. Two devices were returned for investigation, it was discovered that the one returned device worked as expected and the other device did not activate. A more detailed evaluation of the failed device found that the root cause to be a break in continuity across the electrical crimp contained within the handle. From our investigation we were able to confirm the electrode would not activate although recognized indicating an intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of our complaint records to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. The evidence seen is consistent with previous devices that have been investigated which has identified the components used in the process are not compatible for this method of joining and the root cause of this failure is a design fault. A manufacturing record evaluation has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(6) reports an event as follows: it was reported that vapr s90 electrode 4mm, 90 degree suction with integrated hand piece was defective. It was noted the issue occurred during a surgery causing a fifteen (15) minute delay. The surgery was completed with another electrode of a different lot with no additional problems or impact to the patient. This report is for a vapr s90 4.0mm w/integr hdp. This is report 1 of 1 for pc (B)(4).